Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the xray would not boot up. Customer stated that they received assistance from bio med for troubleshooting. Bio-med removed the covers of the m-cabinet and found that the host pc was not powered on and bios battery was defective. The bio-med pressed the power button on the pc and the system started to bootup and immediately was stuck at 00:00. Indicated a communication problem with the flexvision pc. Fse found that both pc¿s were most likely blown due to external causes from a power surge. The defective parts were sent for analysis. The malfunction pf the host pc was not confirmed. The malfunction of the flex vision pc was confirmed, and the failed component was cmos battery. However, to resolve the issue fse replaced flexvision pc, reconfigured the new hard drive and replaced host pc and created new license for the database, performed visual inspection. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.